Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in bacterial peritonitis coincident with peritoneal dialysis therapy. The breach in aseptic technique was further described as the patient did not wash hands correctly. The patient was not hospitalized for the peritonitis event. Treatment for the peritonitis included intraperitoneal vancomycin and gentamicin (dose and frequency not reported). The patient was retrained in aseptic technique. Dianeal therapy was ongoing. No additional information is available.

Manufacturer narrative:
(B)(4). Occurence date of peritonitis was reported as an unknown date in (B)(6) 2014. This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.